Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The analyst noted that there was t wave oversensing identified in various episodes (B)(6) 2013. Analysis of the device memory indicated rv (right ventricular) oversensing. The analyst noted that there were two nst episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2013. Finally, analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. The analyst noted that there were 35 inappropriate shocks delivered on (B)(6) 2013 due to t wave oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had ventricular undersensing. No intervention was indicated. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.